Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to confirm bolus anomaly due to prime anomaly. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump continued to push out insulin after finishing the recommended bolus delivery. The blood glucose reading was 110 mg/dl. The insulin pump will be replaced and returned for analysis.